Manufacturer narrative:
Details of complaint: the customer reported that the facility experienced a power outage in the med surge department after which the central nurse's station (cns) shut down, came back on for 5 minutes, and then shut down again. The customer also reported that the cns was displaying a "network service disconnect" error message. They were able to resolve this issue by restarting the cns. No patient harm or injury was reported. Investigation summary: the root cause could not be determined, as the device was working as intended after it was rebooted by the user. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. Additional information: b4 date of this report e2 health professional? E3 occupation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H5 labeled for single use h6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The customer reported that the facility experienced a power outage in the med surge department after which the central nurse's station (cns) shut down, came back on for 5 minutes, and then shut down again.

Manufacturer narrative:
The customer reported that their facility experienced a power outage in the med surge department after which their central nurse's station (cns) shut down, came back on for 5 minutes, and then shut down again. The customer also reported that their cns is displaying a "network service disconnect" error. No harm or injury was reported. They were able to resolve this issue by restarting the cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 02/03/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/10/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 02/17/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their facility experienced a power outage in the med surge department after which their central nurse's station (cns) shut down, came back on for 5 minutes, and then shut down again.